Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system had exhibited spikes in right atrial (ra) lead pace impedances and noise on the ra channel. It was determined that there was an interference with the minute ventilation feature. Minute ventilation remains programmed on for this patient and other programming modification were made. No adverse patient effects were reported. This product remains in-service.